Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise leading to false mode switch episodes. The lead was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
The reported event of noise and over sensing were confirmed. A complete lead measuring 46.2cm was returned in one piece for analysis. The lead shorted while attempting the hi-pot test. Inner insulation breach was noted at 28 cm from the distal tip due to the suture sleeve tied too tight. All other damages found are consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information states that the atrial lead exhibited impedance anomaly and insulation abrasion.

Manufacturer narrative:
Medwatch number: (B)(4).

Event description:
New information states that the patient experienced tachycardia, palpitations and shortness of breath.